Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n297946, implanted: (B)(6) 2011, product type: accessory. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that the patient¿s first pump ¿went bad in a few months, either the catheter or the pump. I¿m not sure which it was.¿ a new one was implanted. The patient stated the last time he was in the hospital, probably three years ago. They wanted to make sure the pump was empty because he was having other problems. Reportedly a representative came to the hospital to check the pump and ¿it was working. Well, no it wasn¿t working.¿ that was when it was discovered that the catheter was bad. The representative ¿wasn¿t able to tell that¿ reportedly the physician was. It was unknown what medication this device system delivered at the time of the event. Additional information was requested to clarify event details, the cause of the event, patient symptoms, troubleshooting, resolution, and the patient status after the revision. The patient then further commented on his previous mention of past surgeries. There was report that the first pump went bad and there were catheter issues. Reportedly, per the patient the pump did not go bad, the catheter did. ¿it cracked or had holes in it or something.¿ the patient now stated the catheter was replaced, not the pump. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).